Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 238 mg/dl. It was reported that an occlusion alarm occurred. The customer changed the cartridge to address the issue, however there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.